Manufacturer narrative:
The customer's device was recently returned to physio-control for the same reported issue and reported on medwatch MFR report # 3015876-2017-00894. Physio-control evaluated the customer's device and was able to verify the reported issue. Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly and observed that pcb-mounted jack connector, designator j41, pin 4 measured a high of 1.82 vdc. This measurement is indicative of process residue contamination. However, a conclusive cause could not be determined.

Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would power off by itself after a few second of being powered on. This happened on battery and ac power. There was no patient use associated with the reported event.